Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was revised and replaced due to loss of fluid. No other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on the shorter exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump. A separation, adjacent to a confined area of abrasion, was noted in the exhaust tube of cylinder 2 near the tube/strain relief junction. This was a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the shorter exhaust and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable.